Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. The perforation was confirmed through testing and x-ray. No capture was observed when the lead was programmed to a unipolar configuration. Capture was observed when the lead was programmed to a bipolar configuration, but the pacing thresholds were high. An x-ray was performed, which revealed the lead tip had perforated the heart wall. It was noted, however, the lead tip was not completely through the heart wall. The root cause for the event was noted to be patient condition and the lead portion in the rv apex. The rv lead was revised and remains in service. No additional adverse patient effects were reported.